Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was having issues filling the tubbing during the load sequence. Customer troubleshot on their own and was able to fill tubing and resume insulin therapy. Root cause was unknown. Additional information is not available.